Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced during generator change out. The patient was not symptomatic and condition was good post procedure.